Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) was dispatched and replaced leaking wash probe and 2 way valve sv313. He also replaced both wash pumps and replaced worn wash tips on probes 1 and 3. The fse checked suction of each probe and it was within specifications: replaced wash syringes showing wear and replaced 3 way valve for probe 4 due to drops coming from probe tip. The customer ran quality controls (qc) and 10 patient controls and all were within range. The software was also updated. The probable cause of the event was wash probe leaking / drain pumps weak. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported on the aia-2000st, an error 2238 b/f probe 4 suction failure. A field service engineer (fse) was dispatched to address the reported event. The fse also found that b/f wash sink was filling up during a heavy run and drain pumps were making louder noise than usual.